Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain /pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cesarean section, postpartum depression (last 2 pregnancies), habitual abortion (spontaneous) ((gravid) sab x 4.), allergic reaction to analgesics, multigravida, parity 3 (B)(6) 2003, (B)(6) 2006 and (B)(6) 2008), miscarriage and birth defects. Previously administered products included for birth control: depo-provera in 2008; for an unreported indication: thyroxil., codeine, lexapro and codeine. Past adverse reactions to the above products included rash with codeine; and urticaria with codeine. Concurrent conditions included nickel sensitivity (jaw/neck itching, wrist swelling and itching, mittent welts/itching/ burning of her hands and feet, earrings that caused significant redness & swelling of her ear lobes bilaterally, periodic swelling and aching of the bands with some erythema, urticaria.), vasovagal reaction (nickle allergy), fatigue, joint pain, cervix inflammation, body mass index normal and fibromyalgia. Family history included lupus erythematosus (mother). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions that are consistent with a nickel allergy/nickel allergy") with rash and urticaria and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("pain was located lower abdominal area"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, pruritus, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: the essure were easily passed and deployed. R6, l 7 coils were noted within the endometrial cavity. The patient tolerated the procedure well. She has not had a hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: negative. Pregnancy test - on (B)(6) 2009: negative . (B)(6) 2009, surgical pathology report: final pathologic diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, mild chronic inflammation. Endometrium, inactive. Myometrium, focal scarring. Serosa, fibrous adhesions. Bilateral fallopian tubes, no pathologic changes. Gross description - received in fixative is a uterus with bilateral fallopian tubes. The uterus weighs 55 grams and measures 6.5 x 3.8 x 3 cm. The serosal surface is slightly congested and shows multiple fibrous adhesions. The cervix is smooth and measures 2.4 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.3 x 1.4 cm. The endometrium is unremarkable and measures <0.1 cm in thickness. The myometrium measures 1.5 cm in thickness. On sectioning. The cut surface is unremarkable. Between the endometrial cavity and the upper portion of the endocervical canal, there is an open space at the anterior aspect. This open space measures 0.6 x 0.5 x 0.3 cm. The surface of this space is slightly congested. The left tube measures 5 x 0.5 cm. The fimbria is identified. The right tube measures 5.2 x 0.5 em. The fimbria is identified. Within both left and right tubes there is a stainless steel piece of wire. The end of each wire is located at the cornu near the endometrial cavity. Sample sections are submitted as follows: cassettes (1) cervix, (2 - 3) endometrium. Myometrium, open cavity space, (4) left and right fallopian tubes (left marked with ink), (5) fibrous adhesions on serosal surface. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Essure stop date was updated to 26-aug-2009. Outcome of event bleeding was updated from "unknown" to "recovered/resolved" incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2009, for permanent sterilization. On or about (B)(6) 2009, she had two essure coils implanted in her body. Shortly after the implant procedure, she began to notice certain allergic reactions that are consistent with a nickel allergy. Further, plaintiff began to experience severe pelvic and abdominal pains. On or about (B)(6) 2009, after months of constant pain and several visits to health care facilities, she decided to seek a definitive solution to the bleeding and pelvic pains and underwent total hysterectomy and bilateral salpingectomy, to remove the coils. Follow-up received on 30-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain / constant pain and bleeding (interpreted as genital bleeding). She underwent a total hysterectomy and bilateral salpingectomy to remove the coils, approximately 6 months after insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not reported. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, postpartum depression (last 2 pregnancies), habitual abortion (spontaneous) ((gravid) sab x 4.) And allergic reaction to analgesics. Previously administered products included for an unreported indication: lexapro, depo-provera, thyroxil., codeine and codeine. Past adverse reactions to the above products included rash with codeine; and urticaria with codeine. Concurrent conditions included nickel sensitivity (jaw/neck itching, wrist swelling and itching, mittent welts/itching/ burning of her hands and feet, earrings that caused significant redness & swelling of her ear lobes bilaterally, periodic swelling and aching of the bands with some erythema, urticaria.), vasovagal reaction (nickle allergy), fatigue, joint pain and cervix inflammation. Family history included lupus erythematosus (mother). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions that are consistent with a nickel allergy") and abdominal pain ("severe abdominal pains"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure were easily passed and deployed. R6, l 7 coils were noted within the endometrial cavity. The patient tolerated the procedure well. She has not had a hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2009: negative. Pregnancy test - on 24-aug-2009: negative. (B)(6) 2009, surgical pathology report: final pathologic diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, mild chronic inflammation. Endometrium, inactive. Myometrium, focal scarring. Serosa, fibrous adhesions. Bilateral fallopian tubes, no pathologic changes. Gross description - received in fixative is a uterus with bilateral fallopian tubes. The uterus weighs 55 grams and measures 6.5 x 3.8 x 3 cm. The serosal surface is slightly congested and shows multiple fibrous adhesions. The cervix is smooth and measures 2.4 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.3 x 1.4 cm. The endometrium is unremarkable and measures <0.1 cm in thickness. The myometrium measures 1.5 cm in thickness. On sectioning. The cut surface is unremarkable. Between the endometrial cavity and the upper portion of the endocervical canal, there is an open space at the anterior aspect. This open space measures 0.6 x 0.5 x 0.3 cm. The surface of this space is slightly congested. The left tube measures 5 x 0.5 cm. The fimbria is identified. The right tube measures 5.2 x 0.5 em. The fimbria is identified. Within both left and right tubes there is a stainless steel piece of wire. The end of each wire is located at the cornu near the endometrial cavity. Sample sections are submitted as follows: cassettes (1) cervix, (2 - 3) endometrium. Myometrium, open cavity space, (4) left and right fallopian tubes (left marked with ink), (5) fibrous adhesions on serosal surface. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Aka names added. Lot number added. Historical, concomitant condition and relevant lab data were added. Historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain /pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cesarean section, postpartum depression (last 2 pregnancies), habitual abortion (spontaneous) ((gravid) sab x 4.), allergic reaction to analgesics, gravida ii, parity 3 ((B)(6) 2003, (B)(6) 2006 and (B)(6) 2008), miscarriage and birth defects. Previously administered products included for birth control: depo-provera in 2008; for an unreported indication: thyroxil., codeine, lexapro and codeine. Past adverse reactions to the above products included rash with codeine; and urticaria with codeine. Concurrent conditions included nickel sensitivity (jaw/neck itching, wrist swelling and itching, mittent welts/itching/ burning of her hands and feet, earrings that caused significant redness & swelling of her ear lobes bilaterally, periodic swelling and aching of the bands with some erythema, urticaria.), vasovagal reaction (nickle allergy), fatigue, joint pain, cervix inflammation, body mass index normal and fibromyalgia. Family history included lupus erythematosus (mother). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions that are consistent with a nickel allergy/nickel allergy") with rash and urticaria and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("pain was located lower abdominal area"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (partial hysterectomy,salpingectomy). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, allergy to metals, pruritus, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower had resolved and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: the essure were easily passed and deployed. R6, l 7 coils were noted within the endometrial cavity. The patient tolerated the procedure well. She has not had a hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: negative pregnancy test - on (B)(6) 2009: negative (B)(6) 2009, surgical pathology report: final pathologic diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, mild chronic inflammation. Endometrium, inactive. Myometrium, focal scarring. Serosa, fibrous adhesions. Bilateral fallopian tubes, no pathologic changes. Gross description - received in fixative is a uterus with bilateral fallopian tubes. The uterus weighs 55 grams and measures 6.5 x 3.8 x 3 cm. The serosal surface is slightly congested and shows multiple fibrous adhesions. The cervix is smooth and measures 2.4 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.3 x 1.4 cm. The endometrium is unremarkable and measures <0.1 cm in thickness. The myometrium measures 1.5 cm in thickness. On sectioning. The cut surface is unremarkable. Between the endometrial cavity and the upper portion of the endocervical canal, there is an open space at the anterior aspect. This open space measures 0.6 x 0.5 x 0.3 cm. The surface of this space is slightly congested. The left tube measures 5 x 0.5 cm. The fimbria is identified. The right tube measures 5.2 x 0.5 em. The fimbria is identified. Within both left and right tubes there is a stainless steel piece of wire. The end of each wire is located at the cornu near the endometrial cavity. Sample sections are submitted as follows: cassettes (1) cervix, (2 - 3) endometrium. Myometrium, open cavity space, (4) left and right fallopian tubes (left marked with ink), (5) fibrous adhesions on serosal surface. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received patient historical and concomitant condition added, events added as follows:- pruritus, rash, urticaria, migraine, headache, nausea, fatigue, alopecia, abdominal pain lower, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain /pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cesarean section, postpartum depression (last 2 pregnancies), habitual abortion (spontaneous) ((gravid) sab x 4.), allergic reaction to analgesics, multigravida, parity 3 (B)(6)2003, (B)(6)2006 and (B)(6)2008), miscarriage and birth defects. *(B)(6)2009, surgical pathology report: final pathologic diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, mild chronic inflammation. Endometrium, inactive. Myometrium, focal scarring. Serosa, fibrous adhesions. Bilateral fallopian tubes, no pathologic changes. Gross description - received in fixative is a uterus with bilateral fallopian tubes. The uterus weighs 55 grams and measures 6.5 x 3.8 x 3 cm. The serosal surface is slightly congested and shows multiple fibrous adhesions. The cervix is smooth and measures 2.4 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.3 x 1.4 cm. The endometrium is unremarkable and measures <0.1 cm in thickness. The myometrium measures 1.5 cm in thickness. On sectioning. The cut surface is unremarkable. Between the endometrial cavity and the upper portion of the endocervical canal, there is an open space at the anterior aspect. This open space measures 0.6 x 0.5 x 0.3 cm. The surface of this space is slightly congested. The left tube measures 5 x 0.5 cm. The fimbria is identified. The right tube measures 5.2 x 0.5 em. The fimbria is identified. Within both left and right tubes there is a stainless steel piece of wire. The end of each wire is located at the cornu near the endometrial cavity. Sample sections are submitted as follows: cassettes (1) cervix, (2 - 3) endometrium. Myometrium, open cavity space, (4) left and right fallopian tubes (left marked with ink), (5) fibrous adhesions on serosal surface. Previously administered products included for birth control: depo-provera; for an unreported indication: thyroxil., codeine, lexapro and codeine. Past adverse reactions to the above products included rash with codeine; and urticaria with codeine. Concurrent conditions included nickel sensitivity (jaw/neck itching, wrist swelling and itching, mittent welts/itching/ burning of her hands and feet, earrings that caused significant redness & swelling of her ear lobes bilaterally, periodic swelling and aching of the bands with some erythema, urticaria.), vasovagal reaction (nickle allergy), fatigue, joint pain, cervix inflammation, body mass index normal and fibromyalgia. Family history included lupus erythematosus (mother). In (B)(6)2009, the patient experienced alopecia ("hair loss"). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions that are consistent with a nickel allergy/nickel allergy") with rash and urticaria, pruritus ("itching/itching of hands and feets"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("pain was located lower abdominal area") and peripheral swelling ("rashes or skin conditions types hands and feet"). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with diphenhydramine hydrochloride and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, pruritus, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower had resolved and the abdominal pain, peripheral swelling and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, peripheral swelling, pruritus and tooth disorder to be related to essure. The reporter commented: the essure were easily passed and deployed. R6, l 7 coils were noted within the endometrial cavity. The patient tolerated the procedure well. She has not had a hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Human chorionic gonadotropin - on (B)(6)2009: results: negative. Pregnancy test - on (B)(6)2009: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received. New events were added- swelling of hands and feet and dental problems. Event onset dates added. Event verbatim was updated as itching/itching of hands. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / constant pain /pain") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure (batch no. 628318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cesarean section, postpartum depression (last 2 pregnancies), habitual abortion (spontaneous) ((gravid) sab x 4.), allergic reaction to analgesics, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2006 and (B)(6) 2008), miscarriage and birth defects. Previously administered products included for birth control: depo-provera in 2008; for an unreported indication: thyroxil., codeine, lexapro and codeine. Past adverse reactions to the above products included rash with codeine; and urticaria with codeine. Concurrent conditions included nickel sensitivity (jaw/neck itching, wrist swelling and itching, mittent welts/itching/ burning of her hands and feet, earrings that caused significant redness & swelling of her ear lobes bilaterally, periodic swelling and aching of the bands with some erythema, urticaria.), vasovagal reaction (nickle allergy), fatigue, joint pain, cervix inflammation, body mass index normal and fibromyalgia. Family history included lupus erythematosus (mother). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions that are consistent with a nickel allergy/nickel allergy") with rash and urticaria and abdominal pain ("severe abdominal pains"). On an unknown date, the patient experienced pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("pain was located lower abdominal area"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (partial hysterectomy,salpingectomy.) And surgery. Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, allergy to metals, pruritus, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower had resolved and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: the essure were easily passed and deployed. R6, l 7 coils were noted within the endometrial cavity. The patient tolerated the procedure well. She has not had a hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: negative. Pregnancy test - on (B)(6) 2009: negative . (B)(6) 2009, surgical pathology report: final pathologic diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix, mild chronic inflammation. Endometrium, inactive. Myometrium, focal scarring. Serosa, fibrous adhesions. Bilateral fallopian tubes, no pathologic changes. Gross description - received in fixative is a uterus with bilateral fallopian tubes. The uterus weighs 55 grams and measures 6.5 x 3.8 x 3 cm. The serosal surface is slightly congested and shows multiple fibrous adhesions. The cervix is smooth and measures 2.4 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.3 x 1.4 cm. The endometrium is unremarkable and measures <0.1 cm in thickness. The myometrium measures 1.5 cm in thickness. On sectioning. The cut surface is unremarkable. Between the endometrial cavity and the upper portion of the endocervical canal, there is an open space at the anterior aspect. This open space measures 0.6 x 0.5 x 0.3 cm. The surface of this space is slightly congested. The left tube measures 5 x 0.5 cm. The fimbria is identified. The right tube measures 5.2 x 0.5 em. The fimbria is identified. Within both left and right tubes there is a stainless steel piece of wire. The end of each wire is located at the cornu near the endometrial cavity. Sample sections are submitted as follows: cassettes (1) cervix, (2 - 3) endometrium. Myometrium, open cavity space, (4) left and right fallopian tubes (left marked with ink), (5) fibrous adhesions on serosal surface. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.